Event description:
It was reported that the device was returned without any info. There were no reported adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Causes that may contribute to phase margin being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. "The batch history..."